Event description:
Senseonics was made aware of an incident where user reported consistent pain and bruising at the sensor insertion site since (B)(6) 2025. The hcp is not currently aware of these symptoms, and the user was advised to inform their hcp. The user is also in contact with territory manager to schedule removal of the sensor, and no previous removal attempts have been made.

Manufacturer narrative:
The user reported consistent pain and bruising at the sensor insertion site since (B)(6) 2025. The hcp is not currently aware of these symptoms, and the user was advised to inform their hcp. The user is also in contact with territory manager to schedule removal of the sensor, and no previous removal attempts have been made. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. This incident does not require any further investigation.